Event description:
As reported in 2008, this patient underwent endovascular repair using a gore excluder aaa endoprosthesis trunk ipsilateral leg component. During ballooning, the device moved distally into the aneurysm sac. The patient was converted to open surgical repair. The explanted trunk ipsilateral leg component has been returned to gore for evaluation. Further investigation is being conducted.